Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure under local anesthesia on (B)(6) 2022. The spaceoar vue placement procedure was successfully implanted with no patient complications. After 6 weeks of the procedure, on (B)(6) 2022, it was reported that the patient sat down to go to the bathroom and reported that the hydrogel fell out of his rectum. The patient also reported that he did not push, nor did he have any pain. The patient experienced a "little bit" of bleeding afterwards and the next day. On (B)(6) 2022, the patient brought the suspected hydrogel material to his radiation oncologist. The physician reviewed the previous scans and confirmed that the placement procedure was correct, the spaceoar vue was not in the rectal wall. In the physician's assessment, the material that fell out of the patient's rectum is suspected to be spaceoar vue. A proctoscopy was performed, and it showed an ulcerated rectal mucosa, likely abscess. The patient was treated with rx flagyl. The patient's status is unknown. External beam radiation treatment was noted. At the time of this event the patient had already received 16 radiation treatments. It was also reported that on (B)(6) 2022, the patient received the last radiotherapy (xrt).